Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully investigated. The available iegms confirmed the presence of noise on the rv and the ff channel which led to vf detection and charging without shock delivery. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for the root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
(B)(6) MDR - it was reported that an episode of abnormal arrhythmia (ventricular fibrillation) with an aborted shock was noted. The suspected oversensing was not re-producible via provocation exercises. The defibrillation therapy was deactivated. No adverse patient side effects were reported.